Manufacturer narrative:
The c1535 marker is a biopsy site identifier used to provide an imageable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable plastic applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. On 05/19/2015 an 11g micromark clip (c1535), lot number f11448215d1, was received for evaluation. This visual inspection of the device showed that the marker had been used in a procedure and the clip had been deployed. The external marker shaft was intact but 0.5cm of its internal shaft was missing. The root cause could not be confirmed. However, one possible root cause is the continuation of the insertion beyond significant resistance as described in the IFU. We cannot confirm the location of the missing internal shaft, therefore we are submitting this medwatch report because of the potential occurrence of a patient consequence pursuant to 21 cfr 803.

Event description:
The affiliate in (B)(4) reported that after deployment, the doctor felt resistance when the c1535 was about to be removed. The doctor removed it slowly and found that the tip of the marker was lost. The doctor found the clip attached to a portion of tissue which had stayed in the shaft of the aperture.